Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1895c, implanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va170jy, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that one of the patient's leads was damaged so it was removed. It was later clarified that the lead was not damaged; imaging showed that the lead was not where the health care provider (hcp) wanted it so it was removed. There was no known impact or consequence to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1895c, implanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va170jy, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead being implanted in the incorrect location was that the lead deflected during the insertion; the defection was confirmed by the o arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.